Manufacturer narrative:
Warehouse stock sample pall filter, suporlife l/l-l/l, (B)(4), was pulled and compared to the returned complaint sample, the stock sample contained luer locks on each side, the returned complaint filter sample did not. Based on the returned complaint sample-filter, the incorrect part was inserted into this custom pak finished goods lot. A review of the custom pak material movement activities for this filter indicated a non-conformance occurred during material handling of this part, pall filter, suporlife l/l-l/l, (B)(4). The root cause of the customer's complaint is related to an error during the material handling process for this part which resulted in the non-conformance. An action was opened to document the investigation and take corrective actions to prevent building custom paks with the incorrect part. Complaints are continuously monitored to identify product and/or process areas where this type of issue is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of picking the correct part. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the ninth complaint for the finish goods lot; however, the fourth for this issue for this lot. The device history record shows the product was released per specifications. A review of bill of material indicates no cannula was built into this finished goods lot. An image was provided by the customer showing a filter fully threaded and securely engaged to the medline 5ml syringe. The filter was luer lock on one side but not the other. A review of the material records shows the pall filter, suporlife l/l-l/l, pl6724192, was ordered and issued for this lot. The root cause of the customer's complaint could not be conclusively determined with the information available. A notification for retrieval of this part from the warehouse has been sent and further analysis will be performed. If there is more information received from our inspections this investigation will be reopened. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the hydrodistention filter cannula popped off the syringe during a procedure. The surgeon was able to hold it with his had to prevent any injury to the patient. The filter cannula should of been luer lock on both ends; however, the filter cannula received in the pak had one end that was a luer slip. The product was replaced and procedure completed with no patient harm.